Event description:
It was reported that the 9800 system had poor image quality with bright images and there was a low ma error. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The camera and the filament were calibrated during the service call. The system was tested and found to be working as intended and put back into service.